Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the family member inquired about feeling the patient feeling the stimulation at all times as they felt the stimulation when the ¿strength is adjusted¿ but did not feel it at all times. This occurred since (B)(6) 2018. The stimulation was set at 1.04 when the patient left the hospital, but they increased it, as it seemed they started to go the bathroom as often as before they got the implant. It was reviewed with the patient/family member, that it was not necessary to feel the stimulation at all times, as it may dissipate over time. The family member was offered assistance in making an adjustment, but they declined. In addition, it was reported they had a couple of falls, but afterwards (on (B)(6) 2018), they checked the implantable neurostimulator (ins) with the programmer and ¿everything was working¿. Regarding the fall, the family member stated that the anesthesia from the implant surgery "knocked him out of it" and "drained the pt[sic] of his energy". The patient fell off the toilet and had been ¿real weak¿ since. It was also noted that the patient could hardly walk the day after surgery ((B)(6) 2018), and their balance was bad, but the walking got better on (B)(6) 2018. The patient went to a walk-in clinic, but were redirected to their doctor. The doctor was contacted and stated that the symptoms were not related to the ins implant surgery (conflicting information ¿ follow-up conducted), and recommended the patient go to the ER. The patient then went to the ER on (B)(6) 2018, and was told they needed therapy. The patient started home therapy on (B)(6) 2018. The family member was redirected to the patient¿s healthcare professional (hcp) to address the medical concerns and the falls. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the consumer reported that the patient being weak/¿knocked him out of it¿/balance issues/falls were related to the implant procedure and the ins device/therapy. They stated that the cause of the patient not feeling the stimulation was not determined. No actions/interventions were taken to resolve the issue as it was noted that the doctor stated it was not the fault of the device. The consumer reported that the, due to other medical problems, ¿this was too much for him and he died on (B)(6) 2018. The reporter stated that they ¿should not have had this done¿ and they ¿were not told of the side effects¿. Further follow up information was received from the healthcare professional on dec. 4, 2018 who reported that they did not think the cause of patient death was related to the interstim and that there was no note in patient profile to indicate that the cause of death was related to the device. They also stated that after patient had the device, the never came back for any hospital visit.